Event description:
Needle supplied to use with pfizer vaccinations is poor quality. We are experiencing either the needle doesn't secure tightly to syringe and will easily separate from syringe and also after administration the safety lock will not secure. This is happening consistently. The locking device is very thin and bendable, doesn't easily lock and 2 times couldn't get it to lock. Nurses have been manually locking with fingers which is not safe. FDA safety report ID # (B)(4).

Event description:
Needle supplied to use with pfizer vaccinations is poor quality. We are experiencing either the needle doesn't secure tightly to syringe and will easily separate from syringe and also after administration the safety lock will not secure. This is happening consistently. The locking device is very thin and bendable, doesn't easily lock and 2 times couldn't get it to lock. Nurses have been manually locking with fingers which is not safe. FDA safety report ID # (B)(4).